Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/21/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose : unknown. * what is the current condition of the patient? The patient has recovered and discharged .

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose what is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a perineal laceration closure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing the perineal wound during the surgery. The suture was replaced immediately to continue the suture and complete the surgery. The second suture increased the pain of the parturient. There were no patient consequences reported. Additional information was requested.